Event description:
Procedure: unk. According to the reporter: the jaws were closed once but surrounding tissues were incorporated, so they were opened. Then, the surgeon noticed the jejunum had a hole on it. The hole was repaired by manual suturing. No bleeding.

Manufacturer narrative:
Initial report sent to FDA on 04/15/2008.